Event description:
It was reported via clinic notes received that the pt has obstructive sleep apnea and uses a CPAP. The clinic notes indicates that the sleep apnea is related to the pt's morbid obesity however no info has been receiving ruling out vns as a causal or contributory factor to the sleep apnea. Attempts for further info have been unsuccessful to date.